Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded and untreated ventricular tachycardia event due to oversensing of a non-physiologic artifact in combination with a reduced signal amplitude and baseline shifting. Provocative maneuvers were performed, and the artifact was not able to be reproduced. X-rays were performed and the electrode was found a little moved to the right, that is potentially causing the low amplitude signals. Technical services recommended further evaluations to see if a positioning correction is a potential solution. However, reprogramming was not possible, and it was decided to explant the s-ICD system. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded and untreated ventricular tachycardia event due to oversensing of a non-physiologic artifact in combination with a reduced signal amplitude and baseline shifting. Provocative maneuvers were performed, and the artifact was not able to be reproduced. X-rays were performed and the electrode was found a little moved to the right, that is potentially causing the low amplitude signals. Technical services recommended further evaluations to see if a positioning correction is a potential solution. However, reprogramming was not possible, and it was decided to explant the s-ICD system. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned intact, not severed. Visual inspections revealed no abnormalities. Testing was completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation of noise/oversensing and detailed analysis did not reveal any abnormalities. Unfortunately, the dislodgement allegation cannot be addressed by laboratory analysis. However, is a known inherent risk of the product.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned intact, not severed. Visual inspections revealed no abnormalities. Testing was completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation of noise/oversensing and detailed analysis did not reveal any abnormalities. Unfortunately, the dislodgement allegation cannot be addressed by laboratory analysis. However, is a known inherent risk of the product. This supplemental report is to inform that field d6b (explant date) was updated to (B)(6) 2023.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded and untreated ventricular tachycardia event due to oversensing of a non-physiologic artifact in combination with a reduced signal amplitude and baseline shifting. Provocative maneuvers were performed, and the artifact was not able to be reproduced. X-rays were performed and the electrode was found a little moved to the right, that is potentially causing the low amplitude signals. Technical services recommended further evaluations to see if a positioning correction is a potential solution. However, reprogramming was not possible, and it was decided to explant the s-ICD system. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.